Manufacturer narrative:
The device was not returned for eval. There were no anomalies identified during the internal review of the DHR of the system console. If additional info is received, a follow-up report will be submitted. Pneumothorax is a known report term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Manufacturer narrative:
(B)(4). Date of follow-up report : 10/13/2014.

Event description:
The patient was hospitalized three days for the pneumothorax and released. The patient returned a week later and was treated with a pigtail catheter, hospitalized another three days and was released.

Event description:
Pt received a pneumothorax during a superdimension procedure. A chest tube was placed and the pt was hospitalized. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.